Event description:
The field service engineer reported to olympus, the bronchovideoscope the coating on the connection tube was peeling off. The device was returned for evaluation due to endoscope screen was blurry. The issue occurred during preparation for use. The diagnostic procedure was completed using a similar device and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of blurry image was confirmed. Furthermore, device evaluation observed the coating on the connection tube is peeling off (1mm2 or more). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Based on the results of the investigation, the event possibly occurred by the following stress applied to insertion section. Physical stress such as hitting rubbing insertion section. Chemical stress by conducting reprocessing not recommended by IFU (reprocessing manual). Stress by the poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays and so on) in addition, the following non-reportable malfunctions were found during the device evaluation: the bending angle in the up direction did not meet the standard due to wear of the angle wire, the light guide lens was cracked, noise was being generated in the image due to deformation of the plug unit and the image displayed on the endoscope screen was blurry. Olympus will continue to monitor field performance for this device.